Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) had ventricular tachycardia (vt) episodes and was brought to the emergency room (ER). The nurse called a company representative to have the device checked. The ER doctor was concerned if the ICD was working or not. Attempts to obtain additional information were unsuccessful. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.